Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and left inguinodynia on (B)(6) 2021 during which the surgeon noted the mesh was found to be densely adherent to the soft tissue structures in the groin. The superficial leaflet of the mesh was removed and the deep leaflet of the mesh was left in place. It was reported that the patient experienced chronic pain, scarring, anxiety, mental anguish and stress. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/03/2022.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022. Additional information: d4, h4: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.